Manufacturer narrative:
Device evaluation: during the inspection the error description provided by the customer "hardware lighting too dim" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault is wear of the adhesive at the tip of the c-mac blade, which was caused by wear during use and the reprocessing process. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and causes the light sensor to fail. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there was "hardware: no display, no connection to pc". No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).